Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated a portion of the wire was attached to the sensor pod and a portion remained under the skin. On (B)(6) 2019, the patient was evaluated in the emergency department, a computed tomography scan (CT scan) was performed but the wire was not found in the skin. At the time of contact, the patient was at home, and the affected area remained bruised and tender, there was no documentation of long-term effect. The product was evaluated. An external visual inspection was performed and passed. The sensor wire was present and there were no damaged ends. The allegation was not confirmed because the sensor wire was still attached to the housing puck. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction to remove the following statement in the initial MDR: no injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction has been made.